Event description:
Bed in basement tagged ¿brakes not working good.¿ no injury reported.

Manufacturer narrative:
Tech located the bed in basement. Found brakes will brake but ratchet. Casters are worn. Replaced the casters to resolve this issue.